Event description:
It was found during baxter's testing that a pump was alarming for an upstream occlusion. There was no pt involvement since the error was found during testing.

Manufacturer narrative:
Manufacturer ref. No. (B)(4). The device has been received by baxter. When the investigation is completed, a supplemenal reprot will be submitted.